Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of blood in helium pathway is confirmed. Although, the root cause of the broken fiber is undetermined a puncture to the bladder, consistent with contact from the broken fiber, was found near the distal tip of the iab which allowed blood to enter the helium pathway. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. A nonconformance has been initiated to further investigate the root cause.

Event description:
It was reported that an intra-aortic balloon (iab) was placed in a patient of 170cm in height. Upon insertion, the balloon had a hole in it. Additional information received from the registered cardiovascular invasive specialist (rcis) stated that there was blood almost immediately upon insertion so the iab was removed before inflation was initiated. As a result, the iab was removed and a new iab was inserted successfully. The second balloon went in to same site and the patient had the heart cath and intervention. There was no reported patient death or serious injury. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an intra-aortic balloon (iab) was placed in a patient of 170cm in height. Upon insertion, the balloon had a hole in it. Additional information received from the registered cardiovascular invasive specialist (rcis) stated that there was blood almost immediately upon insertion so the iab was removed before inflation was initiated. As a result, the iab was removed and a new iab was inserted successfully. The second balloon went in to same site and the patient had the heart cath and intervention. There was no reported patient death or serious injury. No patient complications were reported.